Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on 01/29/2025, that on (B)(6) 2025, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024, which is off-label usage of the device. On 01/25/2025, it was reported that the patient experienced a skin reaction which occurred five days after the sensor had been inserted in the arm. The patient developed redness, pimples, blisters, drainage, and pustules under the sensor pod area. Prior to sensor insertion the area was prepped with soap and water. On (B)(6) 2025, the patient went to the urgent care clinic and was prescribed an oral antibiotic medication (cephalexin 500 mg, one capsule three times per day for 7 days; and mupirocin cream, daily for 7 days). The patient was doing well after treatment. No additional event or patient information is available.